Event description:
PICC nurse was attempting to break the peelaway from around the catheter during a PICC placement and the white handle broke off from the peelaway body. Another peelaway sheath was used and procedure completed without incident. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
PICC nurse was attempting to break the peelaway from around the catheter during a PICC placement and the white handle broke off from the peelaway body. Another peelaway sheath was used and procedure completed without incident. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(6) the customer returned one peel-away sheath for investigation. Signs of use in the form of biological material was observed on the sheath tabs. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared stretched and jagged. One blue score line was also partially separated/torn. The total length of the sheath body measured to be 2 3/4" which is within specifications of 2 5/8"-2 7/8" per catheter peel-away graphic. The sheath outer diameter measured .0825" which is within the specification limits of .0780"-.0840" per the sheath extrusion graphic. The extrusion inner diameter could not be accurately measured due to the damage. A manual tug test confirmed the remaining tab was fully secured to the sheath body. A device history record review was performed, and a relevant finding was identified. A non-conformance was opened to address the issue of a peel-away sheath tearing incorrectly. No other anomalies were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath extrusion. The sheath met all relevant dimensional requirements. The appearance of the defect seems consistent with damage that occurred during the manufacturing process. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.